Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-8741g-02 screw positioning knob serial/batch number 052111 was received for investigation. Functional testing with the returned matting part ar-8741g found the positioning knob screw are not screwing into the main bracket. Visual evaluation found that the screws thread was damaged, before received for investigation. Screw knurled knob with cracks. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion/use.

Event description:
It was reported on 02/03/2023 by a sales representative via sems that an ar-8741g-02 positioning knob would not screw into the ar-8741g drill guide. "The screw positioning knob for the bunionectomy minimally invasive bunion guide was not able to be screwed in fully in the correct location - screw is either defective or the c ring guide is defective. It caused the case to go an hour longer than usual." Case involvement, deviation from procedure occurred.